Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) ignored the detection of what may have possibly been narrow complex tachycardia. It was also reported that there was possible noise detected by the icm. The icm remains in use. No patient complications have been reported as a result of this event.